Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in light guide rod lens a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. However, based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that colonovideoscope had no light and no photos. There was no report of patient harm.